Event description:
Customer reproted that she was connected during manual prime and delivered 6.7 units of insulin into her body. Paramedics were called during call and technician waited on the line until paramedics arrived to treat customer for low blood glucose levels.